Event description:
Clinical study participant experienced pneumoperitoneum and associated abdominal and chest pain subsequent to being treated with the plicator. The pt also experienced elevated c-reactive protein levels (25.9 mg/dl) and as a result was hospitalized for 5 days of IV antibiotic therapy (mezlocillin 6g/ day and metronidazol 1.5g/ day). There was no evidence of leucocytosis or fever. There was no device malfunction. The patient was released from the hosp with all issues resolved and no further complaints. The pt's gerd symptoms were well controlled.